Manufacturer narrative:
Pc(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges friction and wear between the cobalt- chromium metal head and liner caused high metal ions, and particles to be released into the patient¿s body resulting to injuries, pain, discomfort, soreness, tissue and bone loss, metallosis, mental suffering, mental anguish, psychological trauma, emotional distress and inability to perform normal daily activities. Laboratory confirmed elevated cobalt and chromium levels in the blood as a result of the metal on metal abrasion problem. There were no lab values provided. Doi: (B)(6) 2009; dor: (B)(6) 2016; left hip. This complaint is bilateral. Link to (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  UDI: (B)(4). Added: a2(dob), b5, d1, d2, d2b, d4(catalog, lot, and UDI), d5, g5(510k) and h4 corrected: h6(patient). H6 patient code: no code available (3191) used to capture blood heavy metal increased.

Event description:
Updated codes for metallosis and elevated metal ions.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added a2, a4, b5, b6, b7, d4 (expiration code) and h6 (patient and device codes). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6 patient code: no code available (3191) used to capture the patient code medical device removal.

Event description:
Pfs alleges pain, joint weakness, popping sensations, squeaking, lack of stability, development of a visible lump in the hip, left knee pain, walking difficulty, suffering, bone damage, tissue damage and exposure to cobalt and chromium. Patient continues to experience pain and discomfort to which he attributes to his pinnacle implant. Medical records received. After review of medical records, the patient was revised to address metallosis with resultant tissue aggravation and pain. Revision notes indicate elevation in blood chromium and cobalt levels along with bursal tenderness and achiness of the hip. Operative findings include a large, sort of chalky green substance in the joint and a little corrosion under the metal head. The components were not loose. Clinical record from (B)(6) 2015 reports pain with internal range of motion, impingement and metal reaction. Cup is being added to the complaint. Doi: (B)(6) 2009 - dor: (B)(6) 2016 (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.